Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g3 aware date to 28aug2024, additional information to h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, the foreign material was likely caused by the device not being reprocessed properly due to a leak from switch 1; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the nozzle and a clogged air/water tube. There were no reports of patient involvement.